Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value 403 mg/dl. Customer's other blood glucose level was 152mg/dl. Customer took some insulin and it kept going higher and higher and it got to 400mg/dl. Customer also stated infusion set cannula was bent. Customer stated declined to troubleshot. The insulin pump will not be returned for analysis.